Manufacturer narrative:
H3: as reported by the exactech hip replacement study, approximately thirteen days post tha, the 76 y/o female patient experienced periprosthetic femoral fracture. A revision of the femoral head and stem was performed nine days later. The event is unlikely related to the device but possibly related to the procedure. The event is noted as ¿resolved¿ on (B)(6) 2021 and the patient was discharged to home care. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, fracture, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by over-reaming during implantation.

Manufacturer narrative:
Concomitant medical products: acetabular liner (cat# 132-32-51), screws (cat# 180-65-30), screws (cat# 180-65-30), femoral stem (cat# 188-00-02), femoral head (cat# 142-32-00). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech hip replacement study, approximately thirteen days post tha, the (B)(6) y/o female patient experienced periprosthetic femoral fracture. A revision of the femoral head and stem was performed nine days later. The event is unlikely related to the device but possibly related to the procedure. The event is noted as ¿resolved¿ on (B)(6) 2021 and the patient was discharged to home care.